Manufacturer narrative:
Investigation summary: the corrective action statement is approved/authorized and final review of the complaint will be conducted by designated complaint handling unit. Device/batch history record review: per review of the DHR it was concluded that all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. In process samples for foreign/non foreign material, loose or embedded were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. Visual analysis: observations and testing: received one unused iag 24ga unit without packaging along with (B)(4) units within sealed packages from the lot number 7211747. Visual/microscopic examination: 100% visual inspection was performed. Non-packaged unit: during microscopic examination it was observed a black-brown particle on the catheter tubing near the catheter tip. The fm was about .08 square mm per tappi chart. Using a cotton swab the particles was removed confirming the fm was not embedded to the catheter tubing. Sealed units: no fm was observed on any of the units received on the sealed packages. Investigation samples(s) meet manufacturing specifications: no, the returned unit provided for evaluation displayed a loose black/brown spec on the catheter tubing. Investigation conclusion: the defect of foreign matter, as stated in the investigation was confirmed. Did the evaluation confirm the customer¿s experience with the bd product? Yes; the customer experience was confirmed based on the evaluation that was performed on the returned unit (unsealed). Were we able to reproduce the customer's experience with the bd product? No. It was unable to reproduce the customers experience in the laboratory environment. Was the device used for treatment or diagnosis? Treatment. Root cause description: relationship of device to the reported incident: indeterminate. Comment: although the defect of foreign matter reported in this incident was confirmed, the source of the foreign is unknown.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that before a nurse attempted to start an IV using a 24 g x 0.56 in. Bd insyte-n¿ autoguard¿ shielded IV catheter, she noticed foreign matter on the catheter. There was no injury or medical intervention reported.